Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by hospital.

Event description:
It was reported that patient's right ankle was revised due to the failure of the t2 nail to fuse the ankle. Surgeon reported that 2 of the 4 screws were broken. Patient was revised to external fixation.